Manufacturer narrative:
The hba1c reagent lot number was 78282101 with an expiration date of 30-sep-2025. The field service engineer found that the probe was clogged and not delivering reagent to the sample. He replaced the probe and performed adjustments. He also found issues with the sample syringe. He removed and cleaned it, and lubricated the entire mechanism. He then ran air purges and mechanism checks and the customer performed qc and they were all within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable results for 1 patient whole blood sample tested with the hba1c on a cobas 8000 cobas c502 module when compared to a different analyzer. On 16-jul-2024 the initial result was 6.7 %. On (B)(6) 2024 a new sample was drawn and tested resulting in an hba1c value of 5.3 %. The physician questioned the initial result and the original sample was then repeated on another analyzer. The repeat result was 5.3 %. The repeat result was deemed to be correct.

Manufacturer narrative:
The field service engineer found that the probe was clogged (not delivering reagent to the sample). He replaced the probe and performed adjustments. He also found issues with the sample syringe. He removed the sample syringe and cleaned and lubricated the entire mechanism. The fse performed air purges and mechanism checks and they were within specifications. The customer performed qc and it was acceptable. The service actions (replacing the probe and performing adjustments, removing the sample syringe, and cleaning and lubricating the entire mechanism) resolved the issue. No further issues were reported afterward.